Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the atrial lead exhibited undersensing. The lead was reprogrammed on (B)(6) 2022. The patient was stable in condition throughout.